Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient programmer was not working and interrogating the implantable neurostimulator (ins) was difficult. The patient tried changing the batteries in the programmer. Two days prior to this report, the patient started suddenly shaking like a leaf. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the replacement patient programmer resolved the communication issues. It was also stated that the cause of the sudden on set of shaking was "basic tremors" and "not parkinson's". The patient also reported that the actions/interventions taken to resolve the shaking was that he received deep brain stimulation (dbs) 3-4 years ago; the shaking was only resolved on the patient's left hand.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.